Event description:
It was reported that a spectrum iq pump had a constant false air in line alarm during setup at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a false air in line alarm was not reproduced. A review of the event history log revealed 'air in line' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification ultrasonic sensor reading. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.